Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited decreased r-wave measurements, undersensing, increased threshold measurements and low out of range pacing impedance measurements less than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that undersensing was also observed with the lead connected to a pacing system analyzer (psa). Lead to device header connections were also verified to be appropriate.